Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the due to the carbohydrate ratio pump setting, the pump was calculating boluses for food that were larger than what the customer required. Customer overrode the pump bolus suggestion and delivered less insulin to resolve this issue. Customer changed the pump setting and reportedly, discussed the setting change with a healthcare provider. Blood glucose was 55 mg/dl at its lowest.